Event description:
Received lasik eye surgery (B)(6) 2023 with numerous severe floaters occurring 3 months later. The floaters have not receded, and I work on a pc all hours of the day. This has been a major detriment to my daily life and work. Driving in a garage or at night is difficult, as most lights have halos/glaring. Reading white text on black backgrounds causes halos/smearing around the letters. I whole-heartedly regret having lasik.